Event description:
The foley catheter was ordered to be removed. The nurse attempted to deflate the balloon with a syringe and could not. She cut off the hub for the balloon port and attempted to deflate the balloon by aspirating from the balloon port without the hub in place. This also did not work. She then phoned the urologist who attempted to deflate the balloon by inserting a stylet. This was unsuccessful. The urologist then inserted a needle with a syringe beneath the patient's scrotum to burst the balloon through the bladder wall. The catheter was then successfully removed. The nurse pulled another catheter kit, same lot number, and tested it, finding this balloon was also inflatable but could not then be deflated. The risk manager also tried another catheter, with the same lot number, and this balloon worked properly (able to inflate and deflate). There was an internal obstruction of some kind that allowed the inflation of the balloon but not deflation of the balloon?